Manufacturer narrative:
(B)(4). Investigation results: the fiber was returned broken. The fiber measured approximately 100 cm. The remainder of the fiber including the distal tip was not returned. Functional analysis revealed that when the fiber was connected to the lumenis powersuite laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console and when the chip was read on the lumenis rfid programmer it stated: flexiva ID 200, treatment used: 0, treatments left: 1 indicating that it was programmed correctly. The event as reported was not confirmed. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed. The fiber was returned broken. The fiber measures approximately 100 cm. The remainder of the fiber including the distal tip was not returned. Since the customer did not state in the complaint that the fiber broke, the device was most likely broken while packaging for return. Therefore, the cause code for this event is unintended use error caused or contributed to event which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that there was no laser energy coming out from the laser fiber. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken.